Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer replaced rails, retractor band and removed some debris from back panel also replaced with new tape to protect bus wire and reseated all bus connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer failed to stay closed.the customer stated that there was a delay in dispensing medication as the nurse had to reach the pharmacy to deliver the medications, but no patient harm reported.there were no adverse events or injuries reported based on this event.